Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation revealed the distal quick connect was not secure and would unscrew from the distal ball. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The complaint was confirmed and the root cause has been associated with a failure of the loctite compound used to secure the quick connect to the distal ball.

Event description:
It was reported that the attachment joint of the spider 2 tenet was loose. It is unknown whether the event happened during surgery, and if there was a patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.